Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. Ventilator was returned to manufactrer evaluation and flow sensor assembly, front case and tubing kit need to replaced due to water ingress to address the issue.